Manufacturer narrative:
Correction: d3 - the correct manufacturer establishment name should be st. Jude medical, inc.(crm-sylmar) instead of st. Jude medical - neuromodulation (puerto rico, llc). G8 - manufacturer report number should have started with 2017865 not as submitted 3006705815-2025-02202.

Event description:
It was reported that the patient's pacemaker exhibited an unspecified anomaly. It was also reported that the patient's right ventricular (rv) lead exhibited high pacing impedance measurements. On (B)(6) 2025, the pacemaker was explanted and replaced, and the rv lead was capped and replaced. No patient condition was reported.